Event description:
Customer reported that a pyxis anesthesia system es required three attempts to retrieve medication during a medical procedure. The resulting delay to accessing the required medication was less than five minutes, with no harm or discomfort to patient.

Manufacturer narrative:
Customer reported that a pyxis anesthesia system es required three attempts to retrieve medication during a medical procedure. The resulting delay to accessing the required medication was less than five minutes, with no harm or discomfort to patient. This event is recorded on complaint number (B)(4). Technical support agent found the fingerprint scanner malfunctioned, causing the issue. Power management settings was enabled to allow windows to disable usb when not in use. Field service technician changed the power management settings.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a.1, d.4, h.6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-mar-2020 to 17-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fingerprint reader was malfunctioning, required three attempts to retrieve medication during a procedure. A technical support specialist repaired the med application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system fingerprint reader was malfunctioning, required three attempts to retrieve medication during a procedure, caused a 5-minute delay in patient care during the open-heart procedure - valve replacement. For the ephedrine an alternate medication had to be given which put the patient's heart rate much higher than desired. Ultimately it did not have a long-term effect and the patient's vitals normalized. There were no adverse events or injuries reported based on this incident.